Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the customer's device. The fsr determined the most likely cause of the reported event was missing o-rings and missing receptacle top for the flow sensor assembly. After replacing the components, the issue was resolved. The fsr performed the user verification test, the operational verification procedure, and reported the device is working per manufacturer specifications.

Event description:
The customer reported while using the vela ventilator; the device displays low peak inspiratory pressure and low tidal volumes. The issue occurred during patient-use. The customer reported the patients tracheostomy, ventilator circuit, and flow sensor/diaphragm were changed; however the device kept alarming. The customer reported the ventilator was pulled from use and placed out of service. The customer reported there is no patient consequence associated with the event.